Manufacturer narrative:
Date of event: the event date was not reported. The first day of the month of the aware date was used as an estimate.

Event description:
It was reported that a patient stroke occurred. Access was obtained via a radial vessel. A sentinel cerebral protection system was used during a transaortic valvular implant procedure without problem. The filters were intact post procedure and were not overloaded with debris. Two days post procedure, the patient had a small stroke. The patient condition is stable.